Event description:
During laporascopic procedure a trocar broke while inside the abdominal cavity. Removal of the pieces required add'l surgery. The pt was then placed in ICU. During inspection of the broken instrument it was discovered that there were still pieces missing.